Manufacturer narrative:
Patient identifier: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. Device evaluated by MFR: other code: as the device remains implanted, no further investigation can be performed. Evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Evaluation codes health effect - impact code f26 was chosen as the physician stated that the patient is clinically unaffected by the occlusions. The physician stated that the primary relationship is disease-related, because of known atheromatous disease. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events: procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: thrombosis, occlusion. Device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. As two vsx-devices were implanted, manufacturer report number 2017233-2023-03835 was already sent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the viedoc study database: on (B)(6) 2023, the patient underwent endovascular treatment for an in-stent (lifestent from bard) restenotic lesion in the right superficial femoral artery (sfa) and proximal popliteal artery as verified by imaging with two gore® viabahn® endoprostheses with propaten bioactive surface (vsx-devices). Two vsx-devices were implanted successfully with 1 drug eluting stent (eluvia¿ boston scientific) in the right limb. During the procedure an anticoagulant or antiplatelet was used. Post-dilation was performed in all 3 stents and the study devices were patent. On (B)(6) 2023, during a follow-up visit, it was noticed that the stents were occluded and the right limb not patent. It was stated that no repeat intervention procedure is required, as there is no rest pain and no sign of critical ischemia. To solve the issue walk rehabilitation will be performed.